Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg). Reportedly, bg meter read low. However, the exact value was not provided. Customer addressed bg with juice and a cookie. Recommendation was made by tandem technical support to consult healthcare provider.